Manufacturer narrative:
Complaint no: (B)(4). Lot r15h03059 was manufactured 08/04/2015 and lot r15j19052 was manufactured 10/20/2015. The devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and clear passage testing were performed and the devices operated within specification. Underwater pressure testing was performed and no leaks were detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number is either r15h03059 or r15j19052. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink paclitaxel set leaked from a hole in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.